Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales rep via email that an ar-9831 apollo rf® i90, aspirating ablator 90° had the head of probe detach during a case. This occurred on (B)(6) 2024 during an arthroscopic rotator cuff repair in ormiston hospital. It was reported the head of probe detached on entry through sheath of patient. The case was completed successfully using a new probe. There was case involvement.

Manufacturer narrative:
The complaint allegation is confirmed based off the photo provided by the customer. Visual evaluation shows the tip of the ablator is detached from the device. Arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.